Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of 500 mg/dl. The customer treated with the insulin pump after changing the set. One of her infusion sets had bent and she was not getting insulin and they had to replace the site. The device is not expected to be returned for analysis.

Event description:
The customer's mother stated that the customer was not on auto mode at time of high blood glucose incident.